Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent dislodgement occurred. The 4.5x28mm veriflex mr stent was inserted into the patent to an unspecified target lesion and inflated. Upon removal of the stent delivery system the stent was found dislodged from the balloon outside the patient, the stent was undamaged, clean, and tightly crimped. The physician feels that the stent dislodged from the balloon prior to entering the patient. Procedure was completed with another 4.5x28mm veriflex stent. No patient complications were reported and the patient's status is fine.